Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: excessive co2. Probable root cause: 1. Pressure sensor malfunction / out of calibration 2. Software malfunction 3. Use error 4. System design 5. Unwanted movement of internal components / wiring 6. Pressure button does not disengage 7. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge 8. Flow sensor malfunction 9. Ppv failure 10. Manufacturing/ service error the device manufacturer date is not known.

Event description:
It was reported that there was excessive co2 levels in the patient¿s blood.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was excessive co2 levels in the patient¿s blood.